Event description:
The manufacturer received information alleging a ventilator's display shuts down. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's display shuts down. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed or duplicated. During the evaluation of the device the ventilator failed test steps during testing. The device's machine flow sensor was replaced to address the issues.